Event description:
This lead was implanted on (B)(6) 2003 and capped on (B)(6) 2012 due to low impedances less than 200 ohms. The procedure took place at east (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).